Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that"8 july 2024, the doctor found cuff leakage when doing testing before using on patient. "

Event description:
It was reported that on (B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue bronchial cuff was able to maintain pressure at 25mbar; however, the clear tracheal cuff would not stay inflated. The area of leakage was observed under magnification and it was observed that there was a cut mark on the cuff. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed. The root cause is manufacturing related. A non-conformance was opened to further investigate this issue.